Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). Moreover, it was noted that the device power consumption was increasing gradually. Data analysis confirmed increase in power consumption and is expected to continue to increase. Device replacement was recommended. To date, no intervention was done and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). Moreover, it was noted that the device power consumption was increasing gradually. Data analysis confirmed increase in power consumption and is expected to continue to increase. Device replacement was recommended. To date, no intervention was done and the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm premature battery depletion (pbd) allegation as the power level gradually rose over the past year and the circuit is drawing high current. Premature battery depletion is due to leaky high hydrogen induced leaky capacitors. Furthermore, the investigation has deemed this to be a component issue.

Event description:
It was reported that this device exhibited premature battery depletion (pbd). Moreover, it was noted that the device power consumption was increasing gradually. Data analysis confirmed increase in power consumption and is expected to continue to increase. Device replacement was recommended. To date, no intervention was done and the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.